Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 496 mg/dl. Device alarmed a failed battery test alarm. Buttons were unresponsive. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the lcd isolation tape was noted. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window and case.